Event description:
Customer reported she woke up to high blood glucose in the 400 mg/dl range. Customer realized the device had a crack and wanted to report it. Customer's current blood glucose was 220 mg/dl. The damage is located above the screen located where the plastic and the screen meet. Customer was not sure how damage occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump received with cracked case at the display window corner, reservoir tube lip, minor scratched display window, cracked belt clip slot, battery tube threads and cracked display window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.